Manufacturer narrative:
A product development evaluation was completed: the distal tip appears to be show very minor worn out signs however instruments looks in good condition. The reported straight tip star-driver shaft item 03.632.400 is part of the matrix spine systems. The applicable technique guides and related literature were reviewed. No current matrix technique guide includes this device however this is included on addition literature (for degenerative and deformity) and it is indicated for final tightening and loosening of locking caps. The matrix spine system includes several alternative matrix t25 drivers besides the device reported however the addition literature refer only selected alternative drivers (based on compatible functionality: 03.632.002, 03.632.072, 03.632.400 and 03.632.401). A warning note is included to use a calibrated 10nm torque limiting handle for tightening or loosening locking caps. Upon inspection of received driver shaft, the reported broken condition of instrument slipping off locking cap cannot be duplicated as the involved locking cap is not available. The distal tip appears to be show very minor worn out signs however instruments looks in good condition. No conclusive evidence is observed that suggest that screwdriver will not work as intended; this complaint cannot be confirmed. A review of the applicable tabulated driver drawing was performed. This drawing call out the appropriated dimensions, material and finishing processes for a successful driver design. The device was found to be adequate for its intended use. In conclusion, the reported complaint condition was not confirmed; no conclusive evidence is observed that suggest that screwdriver will not work as intended. The reported device design was found to be adequate for its intended use and did not contribute to cause this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during revision surgery, l2-s1 posterior fusion with l2-3 transforaminal posterior lumbar interbody fusion (t-plif) and l5-s1 tplif, multiple parts did not function as intended while inserting the new screw system. The simple persuader got stuck, jammed, on the screw and the surgeon had to pry it open to get it off the screw head. Another simple persuader was available to use as backup. The straight shaft (straight tip stardriver) used during final tightening kept slipping off the locking cap. Another straight tip stardriver was available to use as backup. The screwdriver, (sport grip stardriver) would not hold the locking caps. The surgeon attempted to use the backup screwdriver, but that also would not hold the locking caps. The surgeon used bone wax with the screwdriver to make the locking caps stick. In addition, the mallet broke. After impacting the interbody, the technician noticed that the plastic portion could easily separate from the mallet. The threads inside the mallet were stripped. The fragment that was generated from the mallet breaking was in the mallet and was easily removed and discarded. The surgeon used the metal side of the mallet to finish the work. The revision surgery was being performed because the patient had adjacent level disease at l3-l4 and the surgeon wanted to replace the old click¿x screw system with the new matrix screw system. A time delay of two minutes was reported. No patient harm was reported during the revision surgery. This is report 2 of 10 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.